Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the motor was making a grinding noise. The issue was resolved when the disposable was reseated. The procedure was completed using the same device with no adverse patient consequences.

Manufacturer narrative:
(B)(4) damage to drive connector or coupling. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found the cpc connector was not at the 12 o&apos;clock position. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.